Event description:
The physician was attempting to depoly a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion that exhibit 80% stenosis and little calcification. The target lesion was pre-dilated and it was reported that the physician was unable to cross the lesion. It was reported that the lesion was further pre-dilated, but the stent was unable to cross the lesion. When the stent was removed from the patient, the stent was noted to be damaged. Another same sized stent was then successfully implanted. No patient injury occurred and no clinical sequelae were reported. Device evaluation: confirmed raised stent struts on 3rd distal segment. No other damage noted.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis, and little calcification); failure to follow instructions (use of force). Evaluation: conclusion: 50 device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis, and little calcification); user error contributed to event (use of force). (B)(4).